Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the procedure was to treat a heavily tortuous and moderately calcified lesion in the mid right coronary artery (rca). Pre-dilatation was performed with an unspecified semi-compliant balloon. The xience v 2.75 x 28 mm stent was selected. But while advancing the stent, severe resistance was felt with the anatomy. The device was retracted and while pulling it back, the stent was noted to be stuck in the calcified part, mid lesion. Under fluoroscopy, it was observed that stent had partially dislodged from the stent delivery system (sds) and anticipating that any extra effort could dislodge the stent completely, the stent was implanted at that location, covering only 60% of the lesion. Thus, the remaining part of the lesion was treated by implanting a xience v 2.75 x 15 mm stent. There was no adverse patient sequela. No additional information was provided.